Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and two clips were fired in air and they were formed as intended; then the next two clips were fired over tubing and they were properly formed. Lots of dried blood dropped from the device while firing. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the patient had a laparoscopic cholecystectomy procedure on (B)(6)2013 and was discharged the same day. During the procedure, the device was fired three times. The first two firing the device did not fire. The third one the clip deployed and everything appeared okay. The procedure was completed and the patient was discharged on the same day. Two days post-op, (B)(6) 2013, the patient returned with post abscess bile leak. They did an intra peritoneal abscess aspiration. Patient did not have to go back to surgery, they were able to correct with ir. These are all the details known.